Event description:
Patient was connected to curlin home infusion pump for 5fu chemotherapy administration over 46 hours. New batteries were placed into pump at time of connection. Patient states that over the past 46 hours, the pump "went dead and I had to replace the batteries twice". Writer checked pump upon admission (1529), pump read that there were 4.3ml remaining to be infused and pump was infusing at 2.1 ml/hr. Patient's pump should have had less than 2ml remaining as the pump was connected 1817. The malfunction of the battery life of the pump caused the patient's infusion duration to be longer than anticipated.